Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11159. It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular lead, it was noted that the rv lead exhibited poor electrical values, unsatisfactory sensing, and failure to retract helix. The physician attempted to use a different rv lead, which also exhibited poor electrical values and failure to retract helix. Neither leads were used and were replaced. The patient was in stable condition.